Manufacturer narrative:
Concomitant product: model: 694958, lead; implanted: (B)(6) 2007.

Event description:
It was reported that during a system upgrade procedure the right atrial (ra) lead dislodged from its original location. The physician chose to remove the lead and new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.